Event description:
It was reported that pump displayed malfunction alarm malf 12, with no notable events occurring beforehand and no information provided about impact to customer¿s blood glucose level. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions on how to reset pump, successfully reset malfunction without recurrence, and was advised to continue using pump and call back if issue happened again, which customer acknowledged and understood.